Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 300 mg/dl and ketones may have been present. The customer increased the basal rate to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous fluids and manual insulin injections were administered. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer reverted to using manual injections for insulin therapy. Customer did not know cause of elevated bg. As event occurred in the past, tandem technical support was unable to determine a cause of the event.